Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure this attempted right atrial (ra) lead helix only extended partially. Physician removed the lead; confirmed helix would extend but helix did not extend on the second attempt. Physician chose to use a different right atrial (ra) lead but same model. No additional adverse patient effects were reported. Product has been returned and analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. (A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation.) Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure this attempted right atrial (ra) lead helix only extended partially. Physician removed the lead; confirmed helix would extend but helix did not extend on the second attempt. Physician chose to use a different right atrial (ra) lead but same model. No additional adverse patient effects were reported. Product has been returned and analysis is complete.